Event description:
It was reported that a perforation occurred in the left anterior descending artery, and a graftmaster stent was used for treatment and successfully sealed the perforation. It was reported the patient experienced no pericardial effusion and was transferred from the cardiac catheterization lab. It was noted that although not related to the graftmaster stent, the patient died three days later from cardiogenic shock and a myocardial infarct. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported adverse patient effects of myocardial infarction and death, as listed in the graftmaster coronary stent graft instructions for use are known adverse events associated with coronary stenting procedures. The reported cardiogenic shock appears to be a secondary effect of the myocardial infarction. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.